Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has two ins devices that hadn't been working for years, which was explained to mean that the ins devices had both stopped charging around 2014. The patient was therefore considering removing the devices. MRI compatibility information was requested since the patient was going to have an MRI of their knee. No symptoms were reported. MRI compatibility was reviewed and they were redirected to see their doctor to address the ins devices not charging. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.